Event description:
The dentist reported that abutment screw fractured.

Manufacturer narrative:
The complaint was confirmed. Visual inspection of the as received product confirmed that the screw had fractured across the threads near the collar. The fractured bottom portion of the screw was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed.

Event description:
The implant remains implanted.